Event description:
Rec'd an urgent call that mesa solutions were recalled. Supplies on hand were checked and identified 3 solutions with lot numbers. At this time we are not aware of any adverse events associated with this problem.